Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator for non-obstructive urinary retention. It was reported that the patient felt out of it from the medications they received after their procedure. The patient mentioned they got a urinary tract infection from a catheter, but did not specify when it occurred. It was noted that the trial began on (B)(6) 2017. On (B)(6) 2017, the patient reported they had been very sore since the procedure. The patient stated that when they were investigating the area of their soreness, they found what they believed to be a bubble of blood. The patient was wondering if that was where the wires were located. On (B)(6) 2017 the patient reported diarrhea. The patient noted that they did not use a catheter. The patient¿s stimulation level was adjusted to 2.6 on program 3. On (B)(6) 2017 the patient reported they have had many infections, with no indication of when this began, so they would not catheterize due to getting a uti from a catheter. The patient reported they had been on 5 different antibiotics for their infections. On (B)(6) 2017 the patient reported that they had a c diff infection and would have their follow up appointment for surgery on (B)(6) 2017. The patient noted they had a hard time pulling up their underwear due to the device. No further complications were reported.